Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones within the past three days. Additionally, this patient was having an episode of ventricular fibrillation (vf) and three shocks were delivered before conversion. This device was interrogated and revealed a code 1005, indicating an open circuit condition. Shock impedance measurement in clinic was at 88 to 110 ohms. The patient was admitted to the hospital. Subsequently, this ICD was replaced and the rv lead was capped. A new system was implanted and no additional adverse patient effects were reported.